Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found that the amount of water contact did not meet the standard value due to nozzle clogging. Due to the clogging of the nozzle, no air was fed. The nozzle was deformed, and the plastic distal end cover had a scratch. The adhesive on the bending section cover was detached. The bending section cover had discoloration. The connecting tube had a scratch. Due to the wear of the angle wire, the bending angle in the up/down/left direction did not meet the standard value; the universal cord had a scratch, and the suction cylinder was shaved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the duodenovideoscope had air/water flow issues and reduced angulation. The problem was found during reprocessing. The device was returned for evaluation: during the device evaluation, foreign material was found at the k-wire unit, the control knobs, the grip unit, and inside the nozzle unit. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial medwatch reported the returned device found foreign material at the knob wire/forceps elevator wire unit, the control knobs, the grip unit, and inside the nozzle unit. However, the customer returned the device without fully reprocessing, which caused the foreign material to remain. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.